Manufacturer narrative:
The device was returned to olympus for inspection. However, a field service engineer inspected the device, and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source presented a b30 error code and there were signal reception issues. There was no patient involvement.